Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor found air leak while intubating patient. No injury or harm reported. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor found air leak while intubating patient. No injury or harm reported. Patient condition unknown at time of report.

Event description:
It was reported that the doctor found air leak while intubating patient. No injury or harm reported. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports "the complaint sample was tested; it could not hold inflation during the test. Another test was performed on the sample and air leak was observed when it was immersed in the water. DHR was reviewed. No abnormality was found." The complaint has been confirmed. The manufacturing site has determined that the root cause is manufacturing related. A CAPA was opened to address this issue.